Manufacturer narrative:
The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test and no unexpected battery out limit noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump has been alarming with no delivery. The pump also makes strange noises during the rewind process. The patient's blood glucose exceeded 18.0 mmol/l at the time of incident, and earlier in the day it was 17.0 mmol/l. The customer mentioned that they had a hypoglycemic episode two days ago; they believe the pump delivered double the insulin it was supposed to after all of the no delivery issues. Troubleshooting could not occur; the customer declined. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.